Manufacturer narrative:
This case was assessed as reportable to the FDA, as the event vascular occlusion, was deemed to meet the serious criteria of required intervention to prevent permanent damage. The device history record for radiesse injectable implant could not be reviewed, as the lot number was not reported.

Event description:
This spontaneous report was received from a us physician and concerns a patient. The patient was injected with radiesse, into the temple area (off label use of device). Radiesse was diluted. After the radiesse injection, the patient experienced mild vascular occlusion (reported as vo). The outcome of the event was unknown.